Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature: article title: evolution of coagulation and platelet activation markers after transcatheter edge-to-edge mitral valve repair.

Event description:
The article "evolution of coagulation and platelet activation markers after transcatheter edge-to-edge mitral valve repair" was reviewed. The article presented a prospective single center study, to evaluate the degree and the timing of coagulation and platelet marker activation after teer. Devices mentioned include mitraclip and a non-abbott device. The article concluded that teer is associated with an acute activation of the coagulation system, with no increase in platelet activation markers. Hence, the use of dual apt is questionable in this population. Our results raise the hypothesis that the optimal antithrombotic therapy after teer could be short-term act over apt. Further larger studies are warranted. [The primary author and corresponding author was jean-michel paradis at institution with corresponding email jean-michel.paradis@criucpq.ulaval.ca]. The time frame of the study was may 2019 to november 2021. A total of 46 patients were included in this study, of which an unknown amount of patients received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, previous myocardial infarction, previous stroke, previous transient ischemic attack, hypertension, diabetes. (B)(6), unk mitraclip: peri- and post-procedural complications included stroke, heart failure, prolonged hospitalization, death.

Event description:
The article "evolution of coagulation and platelet activation markers after transcatheter edge-to-edge mitral valve repair" was reviewed. The article presented a prospective single center study, to evaluate the degree and the timing of coagulation and platelet marker activation after teer. Devices mentioned include mitraclip and a non-abbott device. The article concluded that teer is associated with an acute activation of the coagulation system, with no increase in platelet activation markers. Hence, the use of dual apt is questionable in this population. Our results raise the hypothesis that the optimal antithrombotic therapy after teer could be short-term act over apt. Further larger studies are warranted. [The primary author and corresponding author was jean-michel paradis at institution with corresponding email jean-michel.paradis@criucpq.ulaval.ca]. The time frame of the study was may 2019 to november 2021. A total of 46 patients were included in this study, of which an unknown amount of patients received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, previous myocardial infarction, previous stroke, previous transient ischemic attack, hypertension, diabetes. (B)(6), unk mitraclip: peri- and post-procedural complications included stroke, heart failure, prolonged hospitalization, death.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, previous myocardial infarction, previous stroke, previous transient ischemic attack, hypertension, diabetes. Complications reported included stroke, heart failure, prolonged hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Codes removed: health effect-clinical code: 4582.